Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Pending furhter information.

Event description:
It was reported by the healthcare professional to the company sales representative "unable to adjust the pressure." All med watch submissions related to this report are: 3004721439-2018-00175; 3004721439-2018-00195.

Manufacturer narrative:
All med watch submissions related to this report are: 3004721439-2018-00175; 3004721439-2018-00195. Expiration date 05/01/2023. Malfunction manufacturing evaluation: the valves were received unopened in the original packaging. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection permeability test - n/a adjustment test - the prosa and progav valve were tested and are adjustable to all specified pressures. Braking force and brake function test - n/a. Results - based on our investigation results we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the valves were able to be adjusted to all specified settings. We can exclude a defect at the time of release, as it met all specifications of final inspection when released.